Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the interstim system was removed on (B)(6) 2017 due to a confirmed infection at the implantable neurostimulator pocket and left hip. It was indicated that the patient experienced hip pain on (B)(6) 2017, drainage/ the incisional wound opened on (B)(6) 2017, and a high fever of 103 and 104 on (B)(6) 2017. The patient stated that they received oral antibiotics for the ins incisional opening and the drainage, and had an emergency surgery to remove the system. They were told by the surgeon that right behind the ins, there was about two centimeters of pus. They mentioned that the pocket site was still open, they were receiving wound care, and they were packing it. It was noted that the patient now had nerve damage on their left side. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's system was removed on (B)(6) 2017. The cause of the nerve damage was not determined. Neurology consult with the physician obtained an emg and MRI of the spine. The infection was resolved and the wound healed by secondary intention for complete closure. It was reported that nerve symptoms were still present. No further complications anticipated.

Event description:
The patient reported that the interstim system was removed on (B)(6) 2017 due to a confirmed infection at the implantable neurostimulator pocket and left hip. It was indicated that the patient experienced hip pain on (B)(6) 2017, drainage/ the incisional wound opened on (B)(6) 2017, and a high fever of 103 and 104 on (B)(6) 2017. The patient stated that they received oral and IV antibiotics for the ins incisional opening and the drainage, and had an emergency surgery to remove the system. They were told by the surgeon that right behind the ins, there was about two centimeters of pus. They mentioned that the pocket site was still open, they were receiving wound care, and they were packing it. It was noted that the patient now had nerve damage on their left side. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.